Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a gastric bypass procedure, the device was used a couple of times and then it stopped working. A solid tone was heard. Pulled a like device to finish the case. There was no pt consequence